Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges sore throat, and pain in lungs. There is no allegation of serious or permanent harm or injury. "The patient went to the doctor and received instructions, which was "the pressure should be able to be adjusted, so please contact the manufacturer." The settings of the device were changed. The patient recovered from the symptom on (B)(6) 2023. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges sore throat, and pain in lungs. There was no allegation of serious or permanent harm or injury. "The patient went to the doctor and received instructions, which was "the pressure should be able to be adjusted, so please contact the manufacturer." The settings of the device were changed. The patient recovered from the symptom on (B)(6) 2023. The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, any anomaly was not seen in the pressure. Functional testing was performed, and it was ensured no anomaly was present in the device. Based on the information available at this time of investigation, it has been determined that there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. There was no serious patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.